Event description:
It was reported the customer had damage to their insulin pump. Customer stated there was a missing piece from their reservoir chamber. The customer's blood glucose was 154 mg/dl. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked display window, cracked case at the display window corners, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.